Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 454 mg/dl. Reportedly, the cause of the elevated bg level was unknown. During a system check, tandem technical support (cts) confirmed that the pump was functioning as intended; cts recommended for the customer to change the site. The customer delivered a bolus via the pump to stabilize impacted bg level. A follow up call indicated that the customer's bg level went down to 246 mg/dl. Customer was unable to confirm if there were any issues with the site, but stated all pump supplies were removed and customer had reverted to manual injections.